Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported their father fell yesterday and now has to have surgery. They indicated the fall was related to the device/therapy because they did not get an adjustment with the healthcare provider (hcp). The physician wants the implantable neurostimulator (ins) turned off but they cannot find the patient programmer (pp). Information was reviewed and the nas number was provided for a rep to be paged by the hospital.